Event description:
Patient had elective surgery june 17.1974, "bil. Simple masectomies with implant insertion." Pre-op diagnosis was "severe bil. Cystic mastitis." Patient presented to physician's office january 27, 1989 with achy/heavy feeling through chest, pain l. Chest. Patient followed through physician's office and scheduled for elective removal bil. Breast implants october 22.1992.note: at the time of the initial surgery (june 17, 1974) our institution was using dow corning silicone breast implants exclusivelydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, unanticipated adverse reaction - long term. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.